Manufacturer narrative:
Citation: brizard c et al. Intra-annular mitral valve replacement in neonates and infants. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a neonate ((B)(6)) with hypoplastic aortic arch, mild mitral stenosis and patent ductus arteriosus who underwent implant of a medtronic contegra conduit (serial number not included). Following a successful implant procedure, the patient recovered well and was discharged home three weeks postoperative. At 12-month follow up gradients had progressively increased to 18 mmhg with preserved ventricular function and no mitral regurgitation (mr). At 14 months postoperative, a balloon valvuloplasty was performed. Two months later, the gradients had improved to 8 mmhg with mild mr. No additional adverse patient effects or product performance issues were reported for this patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of medtronic's global complaint handling database with the provided serial number revealed no prior records or submitted regulatory reports.

Event description:
Additional information received from the physician/author provided the conduit serial number ((B)(4)), the patient¿s gender (female), and stated that the patient experienced an outstanding outcome with the conduit.